Event description:
The pump started alarming the date of this report. It was a non-critical alarm. Telemetry had not yet been performed. The pump was due for a refill. The alarm date was ((B)(6) 2014). The patient¿s wife usually made the patient¿s refill appointments 6 months in advance; she didn¿t know why she didn¿t do that this time. When providing the dose and concentration from the printout, the patient¿s wife read ¿low reservoir alarm 1ml.¿ the patient had a therapy appointment the date of this report and the hcp (healthcare professional) was going to come down and visit the patient while he was in therapy. The patient¿s wife planned to speak with the hcp at that time regarding the alarm and see if the patient should have the pump refill done today or if it could wait until tomorrow. The patient did have oral baclofen. The device system was delivering baclofen. The interventions and outcome of the event were not reported. Further follow-up is being conducted to obtain this information. If additional information is received, a follow-up report will be sent.

Manufacturer narrative:
Concomitant product: product ID 8731sc, serial # (B)(4), implanted: (B)(6) 2010, product type catheter. (B)(4).

Event description:
Additional information later received reported the pump was beeping due to empty pump. The cause of the alarm was missed refill. It was not known if the alarm was confirmed though telemetry, the patient taken care of at another facility. The patient recovered without permanent impairment.